Event description:
It was reported that during a follow up, capture threshold anomaly was observed. The pace/sense portion of the lead was capped. The defib portion of the lead remains active. Patient condition was good during and after the procedure.

Manufacturer narrative:
(B)(4).